Event description:
Report received indicated the guidewire tip became deformed and unraveled after attempting many times to cross the occluded target lesion. In addition, the tip was bent and distorted. The target lesion was a dialysis shunt. There was moderate calcification with no vessel tortuosity and a rate of stenosis of 99%. The guidewire was removed with the sheath as one unit from the patient. The procedure was continued using another device. There was no adverse event and the patient is in stable condition.

Manufacturer narrative:
This product will not be returned for evaluation and testing. Additional information will be sent within 30 days upon receipt.